Event description:
Customer reports the use by date on the aviva test strip vial as 02/28/2010. Manufacturer's database and batch record confirmed the actual use by date to be 02/28/2007. No adverse event reported. Requested return of suspect device and replacement was sent.